Event description:
It was reported that on the new device electrode impedance was done several times. First set of impedance testing was done at 0.7v and all showed greater than 10,000 ohms. Impedances were re-tested at 0.7v and reference 0 read greater than 10,000 on 2, reference 1 showed greater than 10,000 on all and reference 3 showed greater than 10,000 on 1 and 2. Electrode impedance was done at 3v reference c and all were greater than 40,000ohms, reference 0 was greater than 40 on 1 and reference 1 was greater than 40,000, reference 2 showed greater than 40,000 on 1 and reference 3 was greater than 40,000 on 1. Additional information received reported that there remained some high impedance post-operatively; however they were not as numerous and the healthcare professional (hcp) was able to program an appropriate pair of electrodes to provide the patient stimulation coverage and pain relief. No other diagnostics were obtained. Pocket stimulation disappeared with battery change. Additional information received reported that the patient had good coverage for facial pain post-operatively.

Manufacturer narrative:
Product ID: 3587a, lot# lb3194, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).